Event description:
It was reported that a novum iq large volume pump had an issue that at the end of a secondary infusion they heard a high pitch alarm and that was a non-halting system error (se) during delivery. The clinician "power-cycled the pump as instructed on the screen" and the pump was functional again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem was not reproduced. A review of event history log revealed system error 23002 and 23501 both occurred .a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified.full final release testing will be performed as a precautionary measure .should additional relevant information become available, a supplemental report will be submitted.